Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 09-apr-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot b25306.

Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a patient. There was no patient information, no details surrounding the event. There were multiple requests for information but to no avail. Method: date collected: tested results : positive/negative: I-stat, (B)(6) 2026 , 1123 , 1150, >1000 ng/l , positive, vista , (B)(6) 2026, ni, 1623, 9.0 ng/l, ni. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml), female 490 13 (10, 17), male 404 28 (19, 58), overall 895 21 (14, 30).